Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A male underwent initial aaa repair in 2006. The physician placed one main body and two iliac leg grafts. A recent CT scan showed the contralateral iliac limb had disconnected from the main body completely. The patient underwent a second procedure in 2009. The physician tried to bridge the gap but this did not work, so the patient was converted to an aortouniiliac and a renu converter was placed. After this was placed, there was still a proximal type I endoleak, so a renu extension was placed which closed the leak. Patient is fine.